Manufacturer narrative:
The investigation is currently ongoing and conclusions will be sent in a follow up report to the FDA. (B)(4).

Event description:
The customer reported that suddenly a cable clamp supporting the corrugated cable hose fell down with the hose.